Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room on (B)(6) 2015 and was admitted to the hospital on (B)(6) 2015. The customer was vomiting and was severely dehydrated. Since she was dehydrated, that could have caused her low blood pressure. She woke up with a high blood glucose level of 406 mg/dl. The cannula might have been dislodged. The customer was in the hospital for five days. She was wearing her insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.